Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was upgraded to a dual chamber device. During the change out procedure, the right ventricular (rv) lead would not stay in the header port. The field representative indicated that the physician tugged on the lead (with a lot of force) and the lead came out on 2 occasions. The field representative indicated that he went through the proper technique with the physician a third time, and this time the lead pin remained in the port. It was noted that it was not difficult to insert the lead into the port, the pin was seen beyond the connector block, the issue began when the physician was tightening the wrench. The field representative indicated he believed that the physician was holding the lead at an angle. Once the lead was inserted the third time, a proper connection was made. Both the lead and the device were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.